Manufacturer narrative:
PMA/510(k)#: p100022/s014. One x zisv6-35-80-6.0-60-ptx device of lot c1238328 was returned to cook (B)(4) for evaluation, without the original packing. With the information provided, a physical examination and document based investigation was carried out. Additional information was received from the customer. The device was flushed as per the IFU, and was advanced over a 0.035¿ wire guide. The patient anatomy was heavily calcified. There was no resistance encountered when advancing the delivery system to the target location. No imaging is available. On evaluation of the returned device, it was noted that the device was returned with the safety trigger disengaged. Severe damage was noted on the sheath 4.2cm distal to the strain relief. The overall device length was measured as 79.65cm, which was within specification of 80.0cm +1/-2cm. The device was flushed successfully. The device was then wired successfully with a 0.035¿ wire guide, but resistance was encountered at the damage in the sheath. It was not possible to deploy the stent. The thumbwheel rotated freely, but the sheath did not retract. The evaluating engineers then opened the handle, and observed that the retraction wire was separated from the stent retraction sheath. The stent was manually removed, and was noted as undamaged. The customer complaint can be confirmed as the stent was not deployed during the procedure. From the customer testimony, the delivery system underwent heavy torsion during the procedure, and a lot of resistance was encountered during deployment. A possible cause of this occurrence could include the heavily calcified patient anatomy or damage to the outer sheath. These factors would have led to high deployment forces, which could cause or contribute to the retraction wire separating from the stent retraction sheath. The separated retraction wire would then prevent stent deployment. However, as the conditions of use cannot be replicated in the laboratory setting a definitive root cause of this event cannot be determined. According to the instructions for use: "if high resistance is felt on the thumbwheel prior to stent deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent". Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to information provided, the patient did not experience any adverse effects due to this occurrence quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The head of dsa dr. (B)(6) have presented a complaint of one our zilver ptx stent which has been tried to place recently in a patient. Dr (B)(6) told me, that it was a direct puncture procedure, and he tried to reach ipsilateral the distal third of the sfa. When the was on the right place, he tried to release the stent, but he felt a lot of tension and also the exterior of the sheath have been torsioned heavily. He still tried to release but was not able. So he pulled back everything and used another stent. "As per complaint form": it was a direct puncture procedure, and dr tried to reach ipsilateral the distal third of the sfa. When the was on the right place, he tried to release the stent, but he felt a lot of tension and also the exterior of the sheath have been torsioned heavily. He still tried to release but was not able. So he pulled back everything and used another stent following evaluation of the device it was confirmed the 'stent retraction wire' had separated from the 'stent retraction sheath'. There is a malfunction precedence for this failure mode.